Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator and right ventricular lead exhibited increasing defibrillation impedance values following device implant procedure. Lead revision was discussed. The patient was asymptomatic. No further information was reported.